Event description:
An internal complaint was initiated following a review of a 2020 scientific publication entitled, "evaluation of vitek-mstm and microflex lttm commercial systems foridentification of acinetobacter calcoaceticus-baumannii complex" by ruiz de alegria-puig, c. Et al. This study compared the reliability of vitek® ms and microflex lt¿ and their ability to identify acinetobacter spp. Isolates belonging to the acb complex. Clinical strains of acinetobacter spp.were collected from 2004 to 2008 at a hospital in spain, and 84 were chosen for this study. An additional 72 strains taken from a second hospital in spain were added to the study, for a total of 156 strains. The identification of the strains as acinetobacter species was confirmed using amplified ribosomal dna restriction analysis (ardra). If there were any discrepancies between ardra and the maldi-tof ms systems, then the strains were further analyzed by partial rpob gene sequencing. The results of partial rpob gene sequencing were then compared to a reference sequence from a genbank database using blast. The study evaluated 144 acinetobacter spp. Strains belonging to acb complex and 12 acinetobacter spp. Strains that belonged to other acinetobacter species not belonging to the acb complex. Of the 144 acinetobacter spp. Strains belonging to acb complex, the vitek® ms kb version 3.2 misidentified two (2) strains. One strain of a. Nosocomialis misidentified as burkholderia cenocepacia. One strain of a. Dijkshoorniae misidentified as corynebacterium aurimucosum. Of the 12 acinetobacter spp. Strains that belonged to other acinetobacter species not belonging to the acb complex, the vitek® ms misidentified two (2) strains. One strain of a. Bereziniae misidentified as a. Pittii. One acinetobacter gen. Sp 16 misidentified as a. Gyllenbergii there is no indication or report from the author to biomérieux that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Biomerieux conducted an internal investigation following the review of the publication entitled, "evaluation of vitek-mstm and microflex lttm commercial systems for identification of acinetobacter calcoaceticus-baumannii complex" by ruiz de alegria-puig, c. Et al. This study compared the reliability of vitek® ms and microflex lt¿ and their ability to identify acinetobacter spp. Isolates belonging to the acb complex. The study evaluated 144 acinetobacter spp. Strains belonging to acb complex and 12 acinetobacter spp. Strains that belonged to other acinetobacter species not belonging to the acb complex. Of the 144 acinetobacter spp. Strains belonging to acb complex, the vitek® ms kb version 3.2 misidentified two (2) strains. One strain of a. Nosocomialis misidentified as burkholderia cenocepacia. One strain of a. Dijkshoorniae misidentified as corynebacterium aurimucosum. Of the 12 acinetobacter spp. Strains that belonged to other acinetobacter species not belonging to the acb complex, the vitek® ms misidentified two (2) strains. One strain of a. Bereziniae misidentified as a. Pittii. One acinetobacter gen. Sp 16 misidentified as a. Gyllenbergii. The identification of the strains as acinetobacter species was confirmed using amplified ribosomal dna restriction analysis (ardra). If there were any discrepancies between ardra and the maldi-tof ms systems, then the strains were further analyzed by partial rpob gene sequencing. The results of partial rpob gene sequencing were then compared to a reference sequence from a genbank database using blast. Expertise evaluation of medical affairs and r&d concluded that there was no impact. Per medical affairs review: "considering only the 144 strains of the acinetobacter calcoaceticus-baumannii complex evaluated in this study, the vitek ms and microflex lt systems correctly identified 129 (89.6%) and 143 (99.3%) strains, respectively. Conclusion: after analyzing 156 strains belonging to acinetobacter spp., both vitek ms and microflex lt proved to be rapid and accurate systems for the identification of acb complex species showing a good correlation. However, both manufacturers should improve their databases to include new species in them." Per r&d review: the misidentification as burkholderia cenocepacia instead of acinetobacter nosocomialis could possibly be due to a sample spot problem but this was never confirmed. The misidentification as corynebacterium aurimucosum instead of acinetobacter dijkshoorniae was due to a system limitation. Acinetobacter dijkshoorniae is not present in the knowledge base vitek ms v3.2. There is a listed limitation in the vitek ms version 3.2 knowledge base user manual stating " testing of species not found in the database may result in an unidentified result or a misidentification." In addition, the other 13 a. Dijkshoorniae isolates tested in this study by the vitek ms did not provide an identification result. For the misidentifications of a. Bereziniae misidentified as a. Pittii and acinetobacter gen. Sp 16 misidentified as a. Gyllenbergii , the vitek ms "showed a high sensitivity (98,6%) and an area under the roc curve (auc) > 0.8, demonstrating that system is effective in discriminating the acb complex from the other acinetobacter species not belonging to the complex. Moreover, according to the interpretation criteria proposed by landis and koch, the high positive pearson kappa index (>0.75) showed an excellent correlation with the identification data obtained by ardra plus rpob. These high performances demonstrated for the vitek ms v3.2 system permit conclude "no impact" for this study."